Event description:
According to the reporter, during an open abdominal surgery, while suturing, the needle got broke and the broken needle tip fell into patient's cavity. The needle was retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.